Event description:
New information received notes increasing capture thresholds and noise was observed on the atrial lead. The atrial lead was capped (B)(6) 2022 and replaced. The patient was stable before, during and after the procedure. No complications were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. It was noted that noise reproducible with movement in the left upper extremity and myopotentials were observed on the atrial lead. Programming changes were made to sensitivity which seemed to resolve the noise. The patient was to be monitored. The patent was stable.